Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis (ipp) pre connect component due to inflation issues. The patient outcome was reported to be successful.

Manufacturer narrative:
An allegation of pump inflation issues was reported. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. Product analysis was unable to confirm the reported events. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. Based on this investigation, the investigation conclusion code of no problem detected was chosen because no product malfunction was identified with the pump through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) pre connect component due to inflation issues. The patient outcome was reported to be successful.